Event description:
A malfunction alarm occurred with the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided information to the customer on how to reset the pump, and assisted in completing the reset process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to contact technical support again if the issue reappeared, and confirmed understanding of these instructions.